Manufacturer narrative:
The samples were urine samples. The customer stated that the alarm trace showed a sample clot alarm. No further issues were reported. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The tp reagent lot number and expiration date were not provided. Qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with total protein (tp) assay on a cobas 8000 cobas c502 analyzer. Discrepant results for 1 patient urine sample were provided. Initial result: <4 mg/dl. This result was auto-verified and released outside the laboratory. The customer questioned the result and repeated the sample. Repeat result: 16 mg/dl. The repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.